Event description:
Home pt (hp) reports heater bag inflated with air in dwell 1/2 during treatment on homechoice device. Hp did not note leak with homechoice set. Hp ended treatment and did manual exchanges. No pt injury or medical intervention required per hp. Device swapped.